Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: strip issue.

Event description:
Consumer reported complaint for lo blood glucose test results. The expected blood glucose test result range is not confirmed. The customer reported symptoms of fatigue. Medical attention is reported at the time of the call on (B)(6) 2015 as a result of the meter's readings and reported symptoms. The storage of product is not confirmed. The test strip lot manufacturer's expiration date is 05/14/2018 and open vial date is not confirmed. The meter memory not able to be reviewed.